Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files provided by the account confirmed low speed advisory alarms and an intentional pump stop event; however, the pump stop event appeared to occur due to the pump stop button being pressed on the system monitor. The report of an outflow graft issue could not be confirmed. In addition, a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not conclusively be established through this evaluation. Controller periodic log file data captured an intentional pump stop controller fault on (B)(6) 2020 with corresponding low speed advisory, low flow, and lvad_off alarms. This pump stop appeared to be the result of the motor stop command being received from the system monitor. The duration of the pump stop was not able to be determined through this investigation, as the corresponding controller event log file is not available. In addition, the first submitted controller event log file captured transient low speed advisory alarms on (B)(6) 2020; however, this was due to the fixed speed being set below the low speed limit. The alarms resolved when the low speed limit was decreased below the fixed speed. Excluding the intentional pump stop, the pump operated as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and no further related issues have been reported at this time. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 1, ¿introduction¿, lists cardiac arrhythmia, infection, right heart failure, and respiratory failure as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 also lists arrhythmia as a potential late postimplant complication. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." Section 1 also explains all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to pulsatility index, the IFU states that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿. Section 4 of the IFU, ¿system monitor¿ (under ¿pump stop button¿), states: ¿use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1. The pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed.¿ this section further states that after the countdown, the stopping pump message will be displayed. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions, as well as the appropriate actions associated with each condition. The patient handbook also contains a section on ¿handling emergencies¿. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing and quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went into ventricular tachycardia which required shocks and anti-arrhythmics and is now intubated. Patient had an increased in pulsatility index with low mean arterial pressure on (B)(6) 2020. Concern for outflow graft. Patient hemoglobin is at 9.0, creatine at 6.5, lactate dehydrogenase at 313-618, aspartate transaminase/alanine aminotransferase at 101/140 with noted right ventricular dysfunction on echocardiogram. Log file analysis showed an intentional pump stop on (B)(6) 2020 @10:45:18. A low speed advisory on (B)(6) 2020 @8:56:51 while the patient pump speed settings were being changed.